Event description:
The distributor reported to the co representative that an event had occurred in 2007. The customer had reported that during a laparoscopic surgery using a retroperitonitis approach, the surgeon closed the left renal artery and vein using hemo-loc xl clip. Two clips were used on the renal artery and two on the speciman side. The surgeon continued in order to ablate the kidney from tissue. The renal artery was cut using scissors. The tissue was later moved by a retractor at which time bleeding was generated. The operation was immediately changed to an abdominal operation. Outcome to the pt is unknown.

Manufacturer narrative:
Manufacturer will monitor this issue through trending. The device has not been returned for eval. No results are available.